Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the white hub came off the extension tubing. The PICC was replaced and patient doing well.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the white hub came off the extension tubing. The PICC was replaced and patient doing well.